Event description:
During robotic assisted laparoscopic gastrectomy sleeve, echelon flex 60 stapler misfired on second black echelon 60 load. The stapler had 3 rows of staples and only 2 rows deployed. The surgeon had to over sew the area of stapling to make sure it was fully intact. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by calling my number below.